Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: based on the very limited information it was not possible to conclude the root cause for the unknown type entry flow. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2015: a (B)(6) female patient underwent aorta dissection repair. The procedure was consisted of placement of zteg-2p-34-152-pf-d and gzsd-36-123-2. While procedure, type unknown entry-flow was observed. (B)(6) 2015: the patient's' anatomical form was suitable for the procedure. Since the physician thought type unknown entry flow will be thrombosed, he did not perform any treatment. Entry flow disappeared after the surgery. Patient outcome: unknown as information was not provided.